Manufacturer narrative:
(B)(4). Batch # m55f0f. The analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the knife indicator did not move forward on the third stroke of the ninth firing. The surgeon squeezed the firing trigger a few times. The knife indicator stopped at the distal two thirds point. The surgeon returned the knife and removed the device. The staples of the first two strokes were malformed with irregular shapes and the knife did not cut the tissue at all. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.